Event description:
It was reported that the t1 and t2 deploy together. No patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows no ts or suture remains on the delivery needle or were returned for evaluation. The needle is bent on two planes. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacturing process can be established.